Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the interconnect cable connectors. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.